Event description:
It was reported that patient is experiencing an increase in seizures. It is not known if the increase is above, at or below pre-vns baseline. Battery life calculation was performed and resulted in 6.06 years remaining. Good faith attempts were made with this physician to obtain further information surrounding this event; however, these attempts went unanswered.